Manufacturer narrative:
The investigation for the reported purge cassette leak and guidewire damage has been completed. The device was not returned for evaluation. However, clinical details were provided to assist in determining root cause. The tip of the 0.018 guidewire was bent bent when taken out of the box. The wire was replaced with a new one. About 24 hours after implant, there was a leak from the purge cassette. The purge cassette was replaced with a new one which resolve the issue. The root cause of the product damage (guidewire damage - peripheral vessel) was not determined as no product was returned and insufficient clinical information was provided. The root cause of the purge leak - cassette was not determined as no product was returned. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion of the guidewire for impella implant, the tip of the guidewire was slightly bent and could not be used. It was replaced with a new one. There was no harm to the patient reported.